Manufacturer narrative:
Device not returned.

Event description:
It was reported that the device was explanted, after an implant duration of zero days, due to unk reasons. Pt expired the same day, 2008. No further details were provided. Info learned from implant pt registry. It was additionally reported that a second device, model # 6900p, was explanted. Refer to MFR # 6000002-2008-07452.